Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted due to pace impedance measurements of 3,000 ohms. An issue with the lead was previously known, and the ICD was programmed vddr. The ICD also recorded episodes in (B)(6) 2026 of atrial tachy response due to sensing of atrial lead noise. Lead impairment was suspected; however, a less invasive approach was preferred, and the ICD was reprogrammed to vvi, and all shocks were set to maximum energy. It was planned to perform close follow-up. The ICD and atrial lead (unknown product) remain in service.